Event description:
The user facility reported that the procedure performed was a liver chemoembolization. Access was done with a 6 french sheath through the right common femoral artery. At the time of deploying the angio-seal, the doctor assembled the sheath dilator together and felt a click; however, as they advanced over the angio-seal guidewire into the patient tissue the sheath dilator separated and did not stay locked in. The angio-seal was removed and moved to manual compression, and successfully achieved hemostasis. The doctor did note that the patient was larger in size. There was no reported impact on patient due to issue. The procedure was completed successfully. There was no known affect to the patient condition.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cnc. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 22 jan 2024: the patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip vascular closure device was returned for product evaluation. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. The component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. The exact cause of the issue cannot be determined but it is likely that distortion in plastic features on the mating area between two components led to mating insufficiency.